Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that part of the universal poly trial broke off during use. No patient harm or impact was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4; b1; b5; d1; d2a; d2b; d4; d9; g1; g3; h1; h3; h4; h6 the following sections were updated: h3; h6; h11 complaint can be confirmed through the returned product analysis. Visual examination of the returned tibial trial identified signs of repeated use and part of the dovetail rail feature had fractured off. Not all fractured pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as wear and tear of the device from the repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.